Manufacturer narrative:
(B)(4). It was further discovered that the fracture was the primary issue of the event, and the dislocation was secondary. This complaint will be assessed for bone fracture. The bearing and glenosphere will be voided as they did not contribute to the reported event.

Event description:
It was further discovered that the fracture was the primary issue of the event, and the dislocation was secondary. This complaint will be assessed for bone fracture. The bearing and glenosphere will be voided as they did not contribute to the reported event.

Event description:
It was reported that the patient dislocated one day after the primary surgery. Upon revising, it was noted that the proximal humerus had fractured, causing the uncemented stem to destabilise move distally, creating instability in the joint construct. The patient prior to primary procedure had significant bilateral bone loss on both the glenoid and proximal humerus. Custom glenoid was required, and fracture stem used. No further information is known.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110031428, +3mm thickness 40mm diameter bearing, lot # 65592541 catalog #: 110031399, mini standard thickness +0mm taper offset 40mm diameter humeral tray, lot # 66421181 catalog #: 12-113558, compr 8mm hum fract stem pps, lot # 65758088. G2: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.